Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** . Field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4.

Event description:
The following was reported to hamilton medical ag: showing 'ventilation cancelled' alarm.ventilator not working. Couldn't able to switch of ventilator. Tf 443001,485001. Te233005. Self test failed alarm after restarting. Continues audible and visual alarm. Service mode couldn't able to open. Ventilator automaticaly restarting into home screen. No patient harm or consequences.

Event description:
The following was reported to hamilton medical ag: showing 'ventilation cancelled' alarm.ventilator not working. Couldn't able to switch of ventilator. Tf 443001,485001. Te233005. Self test failed alarm after restarting. Continues audible and visual alarm. Service mode couldn't able to open. Ventilator automaticaly restarting into home screen. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).